Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. It is unknown if the subject device will to be returned to the synthes manufacturer for evaluation. Reporting facility phone number (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: (B)(4). Date of manufacture: jul 7, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified surgery on the patient¿s metacarpal, the drill bit broke and the fragment was retained in the patient¿s bone. The drill bit was used with an unknown 2.0 compact hand instrument. The surgery was delayed 20 minutes due to the reported event. The procedure was successfully completed. The patient did not report any postoperative issues to the surgeon regarding the retained fragment. Concomitant part: unknown 2.0 compact hand (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).